Event description:
It was reported that the plastic handle broke during hand-reaming of the femoral canal. Backup device available. No injuries or delays reported. No more information provided.

Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The plastic handle on the device fractured in half, rendering the device inoperable. All pieces were returned. The device was manufactured in 2008 and exhibits signs of extensive wear/usage. The t handle fracture surface shows multiple regions of crack initiation. This was likely caused by bending, torsional, or impact mechanical overload. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.